Manufacturer narrative:
Product ID: mc1vr01-delsys. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) there was a perforation of the right ventricle and subsequent tamponade. The implant was abandoned and a surgeon was called in to repair the right ventricle. A traditional ipg was implanted several days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.